Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to a range of 30 to 35mg/dl while wearing the pod between 24 and 36 hours. Additionally, patient's blood pressure dropped from 210/105, however, it should also be noted that patient was currently taking atorvastatin (10mg) for an undisclosed medical reason. Subsequently, patient was taken to the emergency room, via ambulance, and diagnosed with hypoglycemia. Patient's pod operation was suspended while in hospital. Treatment included intravenous deliver of glucose and orange juice. Patient's treatment was effective and he was released after blood pressure stabilized to 154/80, the next morning. Leading up to the ambulance call, the patient had administered a bolus of 8.5 units insulin to treat elevated blood sugars and proceeded to eat pasta. However, while eating, patient felt "weird," went home, and "passed out."